Event description:
A foreign country reported to smiths medical that the tubing was coming apart. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.